Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms or blank display noted. The device had intermittent button response due to flatten all buttons dome switch. The device also had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the device had cracks on the device for a couple of months. She was advised why the device may have had a blank display and reduced battery life. She agreed to return the device for analysis.